Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) had triggered on (B)(6) 2019. Upon review, it was revealed that the eri alert was triggered when the pacemaker was above eri battery voltage. The eri alert was cleared. Also, the sensor turned off due to eri. Sensor was then turned back on. The patient was stable before, during, and after the event. The patient will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient was stable pre and post procedure.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the pacemaker was explanted due to elective replacement on (B)(6) 2020. There were no patient symptoms reported.